Event description:
Cage was separated from inserter when placing into final position due to extensive pressure placed on cage-inserter assembly. Incorrect inserter was used with cage for insertion which caused cage separation, as inserter was not designed to perform the rotating feature attempted.